Event description:
Reactive inflammation [joint inflammation] ([pain], [joint swelling]). Removed fluid [joint aspiration] . A reaction-possibly not a bad reaction [unevaluable event] . Case narrative: based on additional information received on 30-aug-2018, the case became medically confirmed. This unsolicited case from united states was received on 25-jul-2018 from other non-healthcare professional this case concerns (B)(6) male patient who initiated treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency had a reaction-possibly not a bad reaction and had reactive inflammation, removed fluid (latency: 1 month 5 days). No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2018, patient received treatment with intra articular hylan g-f 20, sodium hyaluronate injection at a dose of 2 ml (batch/ lot number: 8rsp003b and expiry date and frequency: unknown). On (B)(6) 2018 patient received the second hylan g-f 20, sodium hyaluronate injection. Also, it was reported that the patient had received two hylan g-f 20, sodium hyaluronate injections, the first injection went fine but on an unknown date patient experienced a reaction-possibly not a bad reaction after the second injection. (Latency: unknown). On (B)(6) 2018, patient had last injection of hylan g-f 20, sodium hyaluronate. On (B)(6) 2018, 1 month 5 days after the initial injection, patient had acute swelling of joint, fluid was removed and sent for analysis, had reactive inflammation. The acute swelling of joint lasted for 2 days. On (B)(6) 2018, patient experienced severe pain (latency: 1 month 10 days). Patient received steroid injection as corrective. Corrective treatment: steroid injection for reactive inflammation; not reported for rest of the events. Outcome: unknown for all events. Seriousness criteria: required intervention for reactive inflammation. Product technical complaint (ptc) was initiated with (B)(4) on 25-jul-2018 for product. Batch number; 8rsp003 and expiration date: 31-jan-2021. The reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: 31-jul-2018. The production and quality control documentation for lot 8rsp003 expiration date 31-jan-2021 was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot batch record review and lot frequency analysis for lot 8rsp003 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 31-jul-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 15-aug-2018 from the patient. Additional event of reaction..possibly not a bad reaction was added. Clinical course was updated and text amended accordingly. Additional information was received on 30-aug-2018 from other healthcare professional and the case became medically confirmed. Therapy dates and action taken for suspect were updated. Events of reactive inflammation, removed fluid were added with details. Event of severe pain was updated as symptom of reactive inflammation. Clinical course updated. Text amended accordingly.